Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc). Additionally, the patient experienced diaphragmatic stimulation. The lv lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.